Event description:
On (B)(6) 2012, customer reported that the vacuum isolator chamber (vic), on the act diff instrument, was not properly draining. Approximately 5 cc of diluent leaked from an unidentified source. The leak was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) evaluated the instrument and found a periodic bath overflow during startup. Fse replaced the peristaltic waste pump tubing and this resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures, and results met published performance specifications.

Manufacturer narrative:
(B)(4).